Manufacturer narrative:
Event and therapy date are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-23641. It was reported patient experienced lead fracture of l1 and l2. As a result the patient underwent surgical intervention wherein both the leads were explanted. The l1 lead was replaced and the other lead was placed at t12. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.